Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, it was noted that the patient alert triggered for out of tolerance sub-threshold lead impedance on (B)(6) 2013. The weekly pace lead trend data shows an increase for minimum and maximum ventricular pace bi impedance = 437 to 1007 ohms peak between (B)(6) 2013 and (B)(6) 2013. Concomitant medical products: 4194, implantable pacing lead, implant date: (B)(6) 2005; 4076, implantable pacing lead, implant date: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was an alert due to the right ventricular (rv) pacing lead impedance increasing gradually to 1007 ohms. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.